Event description:
2023-aug-10: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that pt lost their programmer about three years ago and their device is now "dead". Caller inquired on how to proceed with an MRI. Technical services (tss) reviewed information and sent caller MRI eligibility form. 2023-sep-29: additional information was received from the patient. They reported that no steps will be taken or were taken to resolve the ins being dead. The issue is not resolved but they don't care if it's dead. It didn't relieve their back pain anyway. The only reason they inquired about replacing the charger was because they needed an MRI and the x-ray people would not do the MRI without the charger despite the stimulator being dead.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller (rep) notes the patient (pt) has not charged in many years (pt has not attempted to charge so there is no event date for the overdischarge situation) and the rep was notified yesterday that the pt's ins is likely in overdischarge. The rep is with patient today and notes doing two physician mode recharge (pmr) 60 minute charge sessions. The event today is that the recharger (insr) that was being used to do the pmr (not the pt's insr as they lost theirs, though this insr is a compatible insr with this ins) is displaying a message '2392704' after the pmr sessions. Agent was unable to provide info to the caller as to what this message indicates. Agent reviewed with caller that the longer the ins has been in overdischarge, the more pmr sessions will likely be needed. Agent reviewed concerns with patient doing pmr at home. Agent made outbound call to caller based on email sent from caller. Caller noted the pt continues to do the pmr and agent advised the caller to consider resetting the insr to see if that resolves the 2392704 message. Agent reviewed we can replace the insr if necessary. Agent advised that even with this message displaying, agent would presume that the pmr is still being completed as intended by the insr. Agent and caller reviewed expected amount of pmrs given the pt's extended overdischarge situation. Caller to follow upwith agent via email. The rep noted they were able to reset it, and they will see what happens. Rep told the pt if the code showed up again that they would replace it. If it didn't show up this time, to try it 3 more times. If that didn't work then replacement would occur.

Manufacturer narrative:
Section g3 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Agent called caller back and the caller indicated that resetting the insr appeared to have resolved the error code but the patient(pt) continues to do passive mode recharging(pmr) and the ins is not coming out of over discharge. Agent submitted request to repair to replace the insr per the caller's request but agent noted that the presumption should not be that another recharger (insr) is going to resolve the pt's issue--agent notes that the ins is still likely needing further pmrs due to the long over discharge period. Agent sent insr to caller via repair request, caller to send back other insr when retrieved from the pt.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.